Manufacturer narrative:
During failure analysis, the reported event of the device turning on by itself was not confirmed. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that the core sumex drill was turning on without user activation at the user facility. After follow-up, no further information was available regarding this event.

Event description:
It was reported that the core sumex drill was turning on without user activation at the user facility. After follow-up, no further information was available regarding this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.